Manufacturer narrative:
Device evaluation: visual analysis of the photos identified an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Patient reported pain and a rupture of both devices. This record relates to left side. Device has been explanted. Physician additionally reported capsular contracture baker grade ii diagnosed by palpation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain and a rupture of both devices. This record relates to left side. Device has been explanted.